Event description:
It was reported that the right atrial lead exhibited oversensing noise and frequent mode switches. The patient reported feeling dizzy and palpitations. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The product was returned for an analysis and it was confirmed that the visual examination found no malfunctions.